Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. Visual inspection was performed and observed the inserted tubing at the chamber tube port was twisted. Functional tests were performed which included under water pressure and leak tests. As a result a leak was observed from the chamber tube port where the twisted tube insertion was. The reported condition was verified. The cause of the condition was related to the tubing insertion step in the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set was leaking from the air filter which resulted in an external fluid leak on the tubing. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.